Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first pre-dilatation with the voyager balloon catheter it ruptured at 8 atms. A non-abbott balloon catheter was used for pre-dilatation and a non-abbott stent was deployed to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, suck that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the eval in determining a cause for the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify the rbp and balloon integrity.